Event description:
It was reported that a vessel dissection occurred and the patient died. A 1.50mm rotapro catheter and a rotawire were selected for an atherectomy procedure in the heavy calcified proximal circumflex (cx) and left anterior descending artery (lad). During procedure, the burr stalled in the proximal cx when it was advancing. The physician pulled the device back into the left main circumflex artery and did two more passes on the lesion. The dissection was visualized in the proximal cx. The patient died post case.